Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was not possible as lot number was not provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. Code for he clinical code chosen was 4581 as there was no other feasible code for "embolization".

Event description:
It was reported that the physician attempted to deploy a 6f celt device to close a 6f sheath. Upon completion of the final step bleeding was noted. Manual compression was applied to achieve hemostasis. Fluoroscopy and ultrasound were used to determine that the implant was deployed interarterially and remained in the sfa. The physician elected to place a stent to hold the implant against the wall of the sfa. Patient was discharged without incident.